Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that it wasn't working, so the patient turned the device off and hadn't used it since. There were no further complications or anticipations reported with this event.